Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: accessory; product ID 8590-1, serial# unknown, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s pump mesh had deteriorated and it broke through the skin on (B)(6) 2013. The pump was removed as a result. The patient was looking for a doctor to increase oral medication if necessary. It was later reported the pump was taken out at an unknown date. The area was sore a few days before but nothing was visibly wrong. On the (B)(6), the mesh was seen on the patient¿s abdomen coming through the skin. It was removed and the patient had to see a wound care specialist for 8 months. There wound finally healed and there was some scarring and deformity of the skin in that area because the patient had a gaping hole there from where it was coming through. There was no infection and there were no permanent issues from it. The patient was being managed at the time of the report by oral baclofen. The pump had been used to deliver baclofen. The patient had a history of being not very mobile so he would lie down a lot stationary.